Event description:
Spontaneous call from patient. Patient called to report a high pressure alarm on her pump sn (B)(4). There were no kinks in her tubing or any blockages that she could see. Patient was instructed to switched to her other pump and use new tubing. Error occurred while patient was using the pump. No injury was reported. Patient did not try to use malfunctioning pump again. Pharmacy has sent replacement pump and patient will return malfunctioning pump for investigation. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.